Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the ipg for approximately a year. As a result, the ipg is inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Results: the reported field observation that the ipg was inoperable was not confirmed. It was reported that the patient had not recharged the ipg for a year. As received, the ipg was responsive but issued a low battery warning when queried with a lab patient programmer. It successfully communicated with and was fully charged with a lab charging system. It was tested to manufacturing specifications using automated test equipment (ate) and passed all tests. Despite not being charged for an extended period, the returned ipg functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.